Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of feeding tube blocked/occluded. (B)(4) for the reported event of feeding tube migration. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown, however, it was reported that the duodopa system was started in (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient was hospitalized for dyskinesia due to peg tube occlusion. It was reported that the peg tube kept dislocating outside the gastrostomy. This issue resulted to dyskinesia and difficulty in the patient to adapt to the duodopa treatment. The duodopa therapy was discontinued on (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown; however, is was reported that the duodopa system was stered in (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient was hospitalized for dyskinesia due to peg tube occlusion. It was reported that the peg tube kept dislocating outside the gastrostomy. This issue resulted to dyskinesia and difficulty in the patient to adapt to the duodopa treatment. The duodopa therapy was discontinued on (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.